Event description:
An everflo oxygen concentrator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, thermal damage to the power cord was observed. The device's power cord was replaced to address the issue. Product labeling states,"do not use the oxygen concentrator if either the plug or power cord is damaged. Do not use extension cords or electrical adapters. Keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."

Manufacturer narrative:
The manufacturer previously reported the incorrect date as 12/28/2019. The correct date received by the manufacturer is 12/28/2018.